Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with a cracked case at a display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was 170. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.